Manufacturer narrative:
Device evaluated by MFR.: (media) the device was not returned by the costumer, nevertheless a picture was attached at complaint record; and it was observed that the coil wire was unraveled, and the core wire was detached.

Event description:
Reportable based on device analysis completed on 31jan2023. It was reported that unraveled guidewire occurred. A 35/145 amplatz super stiff guidewire was selected for use. However, upon opening the package, it was noticed that the wire was already frayed off. The procedure was completed with a different device. There were no patient complications reported. However, media analysis revealed a core wire detached/separated.

Manufacturer narrative:
The guidewire was returned. A picture was attached to the complaint record; and it was observed that the coil wire was unraveled, and the core wire was detached. Visual and microscopic inspection revealed that the coil wire was unraveled, and the core wire was detached at 2.6 cm from the distal tip to the transition point. No more damages were observed.

Event description:
Reportable based on device analysis completed on 31jan2023. It was reported that unraveled guidewire occurred. A 35/145 amplatz super stiff guidewire was selected for use. However, upon opening the package, it was noticed that the wire was already frayed off. The procedure was completed with a different device. There were no patient complications reported. However, media analysis revealed a core wire detached/separated.